Manufacturer narrative:
Investigation summary: the sheath was not returned for analysis, however, the packaging was returned for investigation. Visual inspection confirmed the paper backing inside the sterile packaging was torn. The sterile seal was not compromised. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of packaging issues was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded. The packaging appeared to have functioned as intended as the rip did not compromise the sterility and did not happen until the packaging was opened in its intended environment. The additional tearing of the packaging at this time does not constitute a malfunction or defect.

Event description:
It was reported that prior to a paroxysmal atrial fibrillation a faradrive was selected for use. During preparation, when the sterile packaging was opened, it tore. Prior to opening the package, the sterile seal did not appear compromised or damaged. The sheath was not replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. It was further reported that the sterile seal did not appear damaged or compromised before the rep opened it.

Event description:
It was reported that prior to a paroxysmal atrial fibrillation a faradrive was selected for use. During preparation, when the sterile packaging was opened, it tore. Prior to opening the package, the sterile seal did not appear compromised or damaged. The sheath was not replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.